Event description:
Caller reported that the bottom half of the screen was blacked out and not functioning. There was no adverse impact to the customer¿s blood glucose level. At the time of reporting the customer did not have back up therapy available.